Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no anomalies or defects, however the sample did not meet the leak test specification. The balloon deflated after inflation confirming the reported complaint. Visual inspection of retention samples from three recent lots was conducted. There were no visual anomalies noted and all samples were leak tested and confirmed to meet manufacturing specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a leak in the tr band device. Follow up communication with the user facility confirmed the following information: the balloon appeared to lose air upon inflation. Bleeding was noted at access site after sheath removal and inflation with 18cc of air. Additional air was injected without resolve. The access site was unable to be controlled. The tr band was removed and new tr band was placed without incident. It was reported that the bp moderately elevated but no severe hypertension. Estimated blood loss was reported to be less than 250cc. The patient is reported to be in stable condition. The procedure outcome was successful.